Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic on (B)(6) 2019 for a follow up. Upon interrogation of the pulse generator, it was discovered that the right ventricular lead exhibited noise oversensing on the ventricular fibrillation (vf) sensing zone and a variable of pacing lead impedance. The patient did not receive inappropriate high voltage therapy. A short oversensing episode was noted in clinic during the threshold test. The clinic was unable to recreate the noise with implant pocket manipulation. The physician reprogrammed the vf detection to prevent unwanted therapy. The atrial lead also had a history of lead noise. However, the atrial lead pacing threshold and sensing were stable. On (B)(6) 2019, both leads were capped and replaced successfully. The patient tolerated the procedure well without any apparent complications. Related manufacturer reference number: 2017865-2019-15167.